Event description:
It was reported that the patient underwent surgery in 2000. The abdominal peritoneum was closed using running suture and looped suture was used in the fascia. The skin was closed using a subcuticular 3-0 suture. In draining lower abdominal incision secondary to retained suture. The patient underwent removal of the sinus tract. The sinus tract was opened in the o.r, and a single suture with a knot tied at the base was noted. Physician feels this is the site where two sutures were tied together. Site was closed with a 2-0 (subcutaneous) and 3-0 (subcuticular) absorbable sutures.